Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth result was obtained from a single patient sample, using vitros immunodiagnostics products ipth reagent lot 0840 processed on a vitros 5600 integrated system (s/n (B)(4)). A definitive assignable cause could not be determined. The most likely cause is a pre-analytical sample mix up, although this could not be proven. Historical ipth quality control results suggest a within laboratory precision issue when using vitros ipth lot 0840 in combination with the vitros 5600 system. Therefore an unknown reagent or analyzer issue cannot be ruled out or confirmed as the cause of the higher than expected vitros ipth result obtained.

Event description:
The customer obtained a higher than expected vitros ipth result for 1 patient sample tested using vitros immunodiagnostics products ipth reagent on a vitros 5600 integrated system. Patient sample result of 114.5 pg/ml versus expected result of 84.9 pg/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected result was obtained as part of a correlation investigation and was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).